Event description:
The contact stated that her son's meter has been acting strange lately. She stated that the top half of the numbers are black, but the bottom is gray and that segments were missing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that segments were missing from the unit's, ten's and hundred's positions of the display - the complaint was confirmed. A root cause analysis will be performed and if anything of substance results from this analysis, it will be forwarded to the agency. This complaint is considered closed for purposes of MDR.